Manufacturer narrative:
A lot history review (lhr) of reyh2071 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.

Event description:
It was reported that after the pt was inserted the catheter, the catheter was found broken at the puncture site.